Event description:
It was reported that bd alaris pump module smartsite texium low sorbing infusion set was occluded the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached mms commercial team, we received the email below from a biopharma company asking about light proof tubing and a potential inquiry as to why filter is clogging after 1-2 hours. I cannot find that this is a customer, and it seems better suited for the IV set team. Can you please forward to the correct individual.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
No additional information was provided.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of filter clogging could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 24301-0007t because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.